Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc) to resolve errors 281 and 307. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the pmsc for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 307 points to node not present: pmsc in ssc2 a node configured to be present has stopped responding and pmsaud2 in ssc2 pmsc a node configured to be present has stopped responding.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, using a dual console system, an error occurred repeatedly upon system startup. Technical support engineer (tse) reviewed the error logs, which showed the reported error along with another related error on a specific subsystem. The customer performed a reboot and a hard power cycle; however, the error persisted. Tse guided the customer to disconnect that subsystem, after which the system powered on normally without it, allowing the procedure to proceed. The procedure was continuing as a single surgeon side console (ssc) system with no reported injury.